Manufacturer narrative:
Investigation: one photo was received by our quality team for evaluation. From the photo, the catheter was observed to be detached from the needle hub and the safety mechanism was observed to be activated. A device history record could not be evaluated as the lot number is unknown. Based on communication with the bd representative who reported this nonconformance, the cannula was pulled out by the clinician after product application. Therefore, this nonconformance occurred outside of tuas manufacturing facility. Based on the product instructions for use, after product application, the user is advised to ¿discard shielded needle into a puncture-resistant, leak-proof sharps container¿. As no sample was received, the root cause could not be determined. H3 other text.

Event description:
It was reported that the unspecified bd cathena cather experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown a nurse complained yesterday that the clear part of the cathena IV's can be pulled off of the blunt side of the needle and that it could potentially be hazardous.

Manufacturer narrative:
Unknown manufacturer: (B)(4). Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd cathena cather experienced device damage/deformation while still considered operable. The following information was provided by the initial reporter: material no: unknown batch no: unknown. A nurse complained yesterday that the clear part of the cathena IV's can be pulled off of the blunt side of the needle and that it could potentially be hazardous.